Event description:
Device returned for repair with report of attachment foot bent. No patient impact reported. Repair escalated to complaint on decontamination due to attachment foot damaged by tool contact. On follow-up it was noted that the attachment was tagged as "needs repair" and placed in spd. There was no report of patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the color band was faded and the etching was illegible. On follow-up, it was confirmed that there was no reported of patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."